Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, the procedure was aborted at the superior vena cava because the catheter was not functioning.  After completing pulmonary vein isolation (pvi), cavotricuspid isthmus (cti), and posterior wall(pw) ablation, the generator an error message was received indicating that there was an electrical current error. Adjustments were made to ensure electrodes were not overlaid and the guide wire was not in contact with electrodes, but multiple attempts to ablate the superior vena cava failed due to the error. Upon removal, the catheter was inspected and found to be damaged. The patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012702692 was returned and analyzed. Visual inspection was performed and the shaft appeared to be detached from the dual lumen, and the anchor ring was exposed from the shaft. A broken electrode wire was observed on the spiral array region. The slide control function operated as expected without any issues. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Hipot verification for the integrity of electrode wires insulation passed. Electrical continuity testing revealed electrode ring (e3) open loop. In conclusion, the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The loop catheter failed the returned product inspection due to the shaft detached from the dual lumen, the anchor ring exposed, and a broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.